Manufacturer narrative:
The reported event of uncomfortable stimulation was not confirmed. As received, the ipg would not communicate due to a depleted battery. After the ipg battery was recovered, the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester. The output stimulation was also manually monitored to ensure there was no extraneous stimulation. The ipg passed all testing. No root cause was identified for reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2021-15572, 1627487-2021-17703. It was reported that the patient was experiencing uncomfortable stimulation, with bursts of stimulation when switched on. In turn, surgical intervention was undertaken wherein the system was explanted.